Event description:
It was reported via med watch # (B)(4) that guidewire tip detachment occurred. The target lesion was located in the anterior tibial artery (ata). A pedal access kit over ultrasound was used and gained access to ata. A 200 cm x 8 cm v-18 control wire guidewire was advanced but was unable to track and the tip of the wire broke off . The wire was in the subcutaneous tissue or soft tissue and not in the vessel as seen in the angiography. The wire was noted to missing 3 cm of the tip. The procedure was completed with a different device. No patient complications reported.